Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon examination, it was noted that the implantable cardiac monitor (icm) exhibited oversensing resulting inappropriate tachycardia episodes. No intervention was performed. The patient was stable in condition.